Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to high defibrillation threshold (dft) measurements of 2.7 v and lead dislodgement. The physician elected to replace this rv lead with an active-fixation lead. There was no allegation against this rv lead, and there were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.